Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing. This oversensing was found to be due to noise that lead to pacing inhibition. The lead was capped (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.